Event description:
Omni pressure wire malfunctioned. Produced appearance of a 60 cycle hum on ECG and pressure tracing. Switched to another vendor's comparable product to finish the case. Has been reported to supplier, rep picked up.